Manufacturer narrative:
Argus case (B)(4).

Event description:
Patient has swallowed a corega total action cleanser pill [accidental device ingestion]. Case description: this case was reported by a other health professional via call center representative and described the occurrence of accidental device ingestion in a patient who received denture cleanser (corega total action) tablet for drug use for unknown indication. On an unknown date, the patient started corega total action. On an unknown date, an unknown time after starting corega total action, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega total action was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega total action. Additional details: patient had swallowed a corega total action cleanser pill. Called to ask how to act in this case. An article from the medical department was read him and was also told that the information was going to pass to pharmacovigilance department. The mr. Did not want to provide any information and has not agreed to be contacted by the department in case information is needed.